Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 55 to 71 mg/dl at the time of the incident. The customer was at 109 mg/dl at the time of the call. The customer used glucose tablets and food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated the auto bolus was giving them boluses when they were low. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.